Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sharp increase in threshold measurements for a pacemaker dependent patient. It was reported that the patient recently fell and broke their arm resulting in hospitalization. There was concerns that the fall may have been caused by loss of capture (loc) due to the high thresholds. An x-ray was performed after the initial fall and there was no evidence of dislodgement however the patient fell again three days later while still hospitalized however another x-ray was not performed. Isometrics and pocket manipulations were performed. No noise could be evoked on the rv lead and a review of the stored episodes did not identify any non-physiological noise. The rv lead outputs were increased and the patient will be seen again in two months. The physician will consider rv lead revision during the next device replacement procedure.